Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. Customer had diabetic ketoacidosis and treatment was unknown. Customer was on the sure-t while she was pregnant and then used quick sets. Customer wants to go back on the sure-t. It was reported the customer was nervous about getting back on the device. No further information reported.